Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic inguinal hernia repair, upon re-insertion of the endoscope and insufflation of co2, the surgeon realized that the valve seal has been disengaged as the scope got stuck and the view through the trocar was obstructed. They continued pushing the scope down the trocar which resulted in the valve seal being pushed into the pre-peritoneal space of the patient.the valve was retrieved from the pre-peritoneal space using a grasper. There was a rapid loss of abdominal pressure due to the device issue. Another device was used to resolve the issue in order to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device and two photographs of the device. The visual inspections noted that the valve seal was disengaged. The obturator, lock collar, trocar balloon and dissector balloon were received. The inflation syringe was received. The insufflation bulb was received. A functional evaluation found that the trocar balloon was inflated with no leaks detected. The dissector balloon was inflated with no leaks detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly or component related failures. Replication of the disengaged valve seal may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.